Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown blood glucose level. Customer¿s blood glucose was 318 mg/dl. The customer did not report any symptoms or treatment for hospitalization. Troubleshooting was not performed for high blood glucose. The insulin pump will not be returned for analysis.